Event description:
Rptr had dow corning breast implants in 1986. Since about 1992-93 rptr has been having lot of health problems relating to that. Rptr is going to have them explanted within 2 months. Health problems since 1993, joint pains, breathing problems, terrible chest pains, asthma attacks (never had asthma until last year), terrible corneal inflammation due to dry eyes, high ana, high sedimentation rate, tingling, chest heart attack type pain, hair dropping out, fatigue, skin problems, rashes.